Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a service history review were performed. The battery low alarm was identified during the alarm log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The battery was replaced to correct this condition. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard pump was found to have a damaged battery. There was no patient involvement. No additional information is available.